Manufacturer narrative:
Concomitant medical products: product ID: 8637-40 ,serial# (B)(4), implanted: (B)(6) 2010, product type: pump. (B)(4).

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient who was receiving baclofen 350 mcg/ml; 148 mcg/day, dilaudid 10 mg/ml; 4.247 mg/day and clonidine 200 mcg/ml; 84.93 mcg/day via an implantable pump for non-malignant pain and post lumbar laminectomy syndrome. The date of the event was (B)(6) 2015. It was reported the patient experienced a mild increase in his pain. At the patient's last refill on (B)(6) 2015, the expected volume was 6.6 ml of drug and the actual volume was 9.9 ml. The physician attempted to perform a pump study, but was unsuccessful at aspirating the catheter. The physician attempted to push a very small amount of dye, but was unsuccessful. The physician decreased the daily dose 25% from 4.2 mg/day to 3.1 mg/day after the pump evaluation in preparation for starting him at a lower daily dose for when the pump was replaced. A pump exchange with placement of a new catheter was being planned for after the first of the year. The patient status was alive; no injury. The issue was not resolved. The volume discrepancies and the inability to aspirate the catheter have also not been determined. Plans are being made to replace the pump and catheter, but a date has not been determined. On (B)(6) 2017 additional information received reported that the other medications the patient was taking at the time of the event were pamelor, ambien, prilosec, celexa, ibuprofen, zocor and aspirin. The patient's medical history included, lumbar radicular pain, post lumbar laminectomy syndrome. The patient's allergy was hydrocodone. Per the healthcare provider the cause of the volume discrepancy and difficulty aspirating from the catheter was the intrathecal pump and catheter system were not functioning normally. The patient was scheduled (B)(6) 2016 for pain pump exchange. It was further reported that on (B)(6) 2015 the patient was seen for a pump study under x-ray. The healthcare provider was unable to aspirate via the side port, clear fluid was not easily aspirated. The healthcare provider planned to get mrsa swab that day and schedule the patient for a pump catheter revision. The healthcare provider ordered a 25% dose reduction. The pump was programmed. A priming bolus had been programmed as well as the 25% dose reduction. The priming bolus was cancelled and new orders were received for a new it mix. The healthcare provider planned to call the patient in a couple of days to see how the patient was doing. If the patient hadn't noticed any change in pain control the healthcare provider would reduce the it dose again. The current dose of baclofen was 111.97mcg, clonidine 63.99mcg and hydromorphone 3.199mg/day. The estimated pump eri was 17 months.

Event description:
A new pump and catheter were implanted on (B)(6) 2016.

Manufacturer narrative:
Updated event description.

Event description:
Additional information received from the company representative reported the pump was returned with implant date of (B)(6) 2010 and explant date of (B)(6) 2016. The battery was depleted. No patient injury was indicated.